Event description:
It was reported that the manifold is clogging during a total joint procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
Device discarded by user facility.